Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The patient had ¿on and off issues¿ since 2011. The patient had increased pain. Per the patient, the pump had helped. Per the clinic nurse, the patient started seeing them after the pump implant in (B)(6) 2011. Since that time the patient had not complained about increased pain to them, though he did always push for additional oral medications and an increased dose from the pump. The patient¿s pain score had been the same at every refill for the last four years, so she had difficulty corroborating the patient¿s report of increased pain since 2011. The clinic nurse also stated that the patient had been acting very weird recently. He had just ¿fired them¿ last week because they would not refill his medication until he did a drug test. The patient¿s last refill was (B)(6) 2015. The patient¿s pertinent medical history included several back surgeries and that was why he had the pump, due to his chronic back pain. She also stated that she suspected that the patient was bi-polar. Per the patient, the pump had been used to deliver hydromorphone, prialt, and baclofen; however, it was unclear what drug was in the pump at the time of this event. Per the clinic nurse, the pump was currently delivering morphine. Additional information received noted the health care provider (hcp) was unaware of any official mental health diagnoses; however, the staff strongly believed the patient had bi-polar disorder. There had been no indication of a problem with the pump therapy. (B)(4): a consumer reported that the pump was shutting off. The patient was going into bad withdrawals and was not able to walk. The patient was feeling the same symptoms as before he had the pump. The patient stopped taking oral medications about 6 months ago completely. The patient was feeling the ¿symptoms all over the board¿ (it was not right after or before a refill). The issue was happening intermittently. The date of the event was (B)(6) 2011. The catheter was noted as not having been checked. The patient could not have an MRI because of his stimulation system that was also implanted. It was noted that the same amount of medication was withdrawn from the pump at every refill which was described as being the amount expected. The patient thought he had heard an alarm once or twice. The patient was receiving hydromorphone via their pump, however the exact dose rate and concentration was unknown to the reporter (consumer). The old / previous drug in the pump was noted as having been hydromorphone and bupivacaine and the current medication in the pump was hydromorphone. Drug concentration and dose rates of each medication were unknown.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a hcp (healthcare professional): regarding the one or two pump alarms that may have occurred, the alarms were not confirmed by the hcp. On (B)(6) 2015, the patient complained about the pump alarms to the hcp. The patient first started experiencing the alarms in the last one to two months. Regarding symptoms, increased pain, diarrhea, and anxiety were reported. Regarding troubleshooting, x-rays were taken to evaluate the pump and tubing. A dye study would be performed if it (alarm) happened again. The cause of the alarms was not determined.